Event description:
It was reported that the device was explanted after an implant duration of zero days, due to an unsuccessful ring repair. It was additionally reported that a second device, model #6900p, was explanted. Refer to MFR # 6000002-2008-08297.

Manufacturer narrative:
Device not returned.